Event description:
It was reported that device interrogation noted defective driveline and communication fault warnings on 02nov2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.